Event description:
It was reported that the aseptic housing was fractured and opened up during a medical procedure at user facility. Patient was given additional antibiotic to avoid the infection risk. The procedure was completed using back-up equipment without a clinically significant delay, no adverse consequences were reported with this event.

Manufacturer narrative:
Device was not returned to manufacturer facility for evaluation.